Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of lo blood glucose test results. Expected non-fasting blood glucose test result range is 130 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 04/13/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory (date/time not set): 25 mg/dl (B)(6) 2015 06:55 am; lo (B)(6) 2015 06:59 am; lo (B)(6) 2015 04:52 am; lo (B)(6) 2015 01:14 am; 24 mg/dl (B)(6) 2015 01:14 am; adverse event not reported.